Event description:
The cable snapped as the sleeve was fastened. There was no adverse consequence for the pt or delay in surgery or anesthesia time.

Manufacturer narrative:
Metallurgical analysis results suggest that this event would not be associated with the device but rather would be related to an overload condition applied to the cable when tensioning during the surgical procedure.